Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set had been used for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.